Event description:
It was reported to covidien that the unit's spo2 display is missing segments. There was no patient harm reported.

Manufacturer narrative:
No product returned for evaluation. (B)(4).